Event description:
On an unk date in 2002, this pt was implanted with gore excluder bifurcated endoprosthesis. During the week of (B)(6) 2012, the pt underwent a surgical conversion. The reason for the conversion was not provided. The pt died one day post-op due to disseminated intravascular coagulation (dic). Pt weight, age, and info regarding the specific devices involved are not available.